Event description:
Customer reported experiencing a low blood glucose level of 47 mg/dl just before the call. Customer treated low blood glucose level with food. Blood glucose level at the time of the call was 77 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.